Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015, requiring medical intervention. Patient stated dexcom continuous glucose monitor (cgm) alert did not go off on g5 application (app). Patient's husband did hear low alert and urgent alarm on his android follow app. Patient reported having blood glucose (bg) readings below 40mg/dl while sleeping. Patient and patient's husband did not hear low alarms sound on cgm while sleeping. Patient reported that she has partial hearing loss. Patient's husband administered 1mg of glucagon to patient. Patient did not require further medical intervention. No additional event or patient information is available. It should be noted that diabetes mellitus is a known cause of hypoglycemia.